Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 may 2024, a 10mm amplatzer vascular plug ii was chosen for a procedure. During procedure, it was noted the device malformed. A second new 10mm amplatzer vascular plug ii was chosen, but the device was not used. A new 12mm amplatzer vascular plug ii was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, during procedure, it was noted the device malformed. A second new 10mm amplatzer vascular plug ii was chosen, but the device was not used. A new 12mm amplatzer vascular plug ii was chosen and completed the procedure. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.